Event description:
It was reported that a homechoice (hc) cassette experienced a leak during automated peritoneal dialysis (apd) therapy. The issue was noticed the morning after therapy was performed. Troubleshooting revealed a pin hole on the patient line¿s tubing. A care giver indicated that no damage was noted prior to the use of the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned and an evaluation was completed to investigate the reported leak. A visual inspection was performed and identified a hole in the tubing of the patient line. Leak testing was performed and verified that the reported leak was originating from the hole in the patient line. Clamp function testing, clear passage testing and simulated use testing were performed with no issues noted. The reported leak was verified through evaluation and the cause was determined to be a hole in the patient line. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.